Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink duo-vent continu-flo solution set was defective and falls apart at the distal piece, where the spinning luer is. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed that the tubing was separated from the male luer. During sample analysis, the insertion point of the tubing into the male luer was verified and the insertion depth was measured. The result was not satisfactory per the product specification limit. During sample analysis, it was observed that the solvent was not applied uniformly through all of the tubing area. The sample did not meet specification. The reported problem was verified. The cause of the condition was due to incorrect solvent application during the automatic assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.